Event description:
After an implantation period of approx. 77 months, it was reported that this rv lead was explanted during ICD removal and returned for analysis. Despite there was no complaint regarding its performance, it was decided to report this lead based on analysis results which showed the insulation was damaged due to wear in the distal end region. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the insulation was found damaged due to wear in the distal end region. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, a deformed rv shock coil was found, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the lead, the quality documents accompanying the manufacturing process for this lead was re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the functions of the lead to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.